Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0szef, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) therapy had not worked since day one. Two months ago the patient had discovered that the leads had disconnected. She was supposed to have an appointment with the healthcare professional (hcp) and a manufacturing representative (rep) to take pictures but the rep couldn&#62752;make it and the hcp said the rep needed to take the pictures. The next appointment was scheduled for (B)(6) 2016. Therapy had never worked since implant, on (B)(6) 2015. The disconnected lead occurred about 2 months ago in 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.